Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. A review of the manufacturing documentation associated with lot j2531401 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6/7f mynx control venous vascular closure device (vcd) was associated with an occlusion near the entrance of the anterior tibial artery. Several hours after returning to the ward, after treating the ata via ipsilateral antegrade puncture, the patient complained of abnormalities and no pulse was felt on palpation of the foot, prompting further evaluation. Hemostasis was initially achieved according to the procedure; however, angiography was performed after loss of palpable pulse was noted. A foreign body presumed to be sealant was identified on intravascular ultrasound (ivus). Aspiration with an aspiration catheter and plain old balloon angioplasty (poba) were attempted without improvement, followed by coronary stent placement which restored blood flow and completed the procedure. The deployer had completed all mynx training. A 6f non-cordis sheath was used. Vessel suitability was verified on venography, including insertion angle, and vessel diameter was confirmed to be greater than or equal to 5 mm. No vessel tortuosity was reported, and moderate peripheral vascular disease or calcium was present at the puncture site. No manual pressure was applied following closure. A compression device or dressing was used for approximately two hours. An abnormality occurred two hours after hemostasis. The patient had no reported history of clotting disorders or related conditions, was not a smoker, and was not taking anticoagulants, antiplatelets, or thrombolytics. The device will not be returned for evaluation.